Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is the first of two complaints (same patient but two different a1059 mayfield skull clamps) during a spine procedure and just prior to being draped, the doctor noted the patient had a drifting/shifting of the head. The first a1059 mayfield skull clamp was removed and the patient had lacerations at the skull pin sites. The second clamp was applied, the patient was draped and the procedure began. Patient movement was noted again and then a pool of blood was on the floor under the patient's head. They removed the second a1059 mayfield skull clamp and placed the patient in a horseshoe headrest for remainder of the spine procedure. Staples were applied to close the laceration. The swivel lock mechanism was noted as turning to a stopping point but not being all the way engaged into the lock position arrow. Additional information has been requested.

Manufacturer narrative:
Additional information received from the customer on 31dec 2015: link to 3004608878-2015-00321. A (B)(6) female was undergoing a c7-t1 microdiskectomy. She was initially positioned prone and remained in that position. A stereotaxy device was not used. The length of time the product was in use before the event occurred was not available. As a result of the event, the patient was placed in a second skull clamp, experienced a similar occurrence and then the horseshoe headrest was used. The head laceration was closed by the surgeon and the patient was placed on a horseshoe headrest to finish the surgery. It was reported that a1072 mayfield adult disposable skull pins were used. These were not available for return and evaluation. The patient recovered and both clamps were sent to integra for further evaluation. Integra has completed their internal investigation on 01feb2016. The investigation included: methods: -evaluation of actual device, -review of device history records, -review of complaint history. Results: evaluation of device: the complaint was not confirmed - no issues were observed. The returned unit passed all specific functional testing requirements except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. The DHR review had 3 service history records dated: 17june2014, 10sep2012 and 28dec2010. All were for routine maintenance. Date of manufacture: 30sep2006. No manufacturing or design related trend has been identified. Conclusion: the customer complaint was unable to be confirmed or duplicated. The returned unit passed all functional testing requirements. General maintenance is required as this device was manufactured in 2006 and last serviced in 2014.